Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a clogged channel tube with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event, ¿user reported clogged foreign material in the biopsy channel¿, was confirmed. Therefore, the device did not meet its specifications nor function. The foreign material was identified as rubber, however, the root cause of the remaining foreign material could not be specified. The foreign material may not have been removed since the reprocessing was not conducted properly due to leakage from sw1 and biopsy channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. No further information could be obtained. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU):1. IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection.2. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures.olympus will continue to monitor field performance for this device.